Manufacturer narrative:
The manufacturer previously reported in section b4 as the date of the report as 04/21/2021. The correct date of the report as 04/22/2021.

Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly having a depleted internal battery and the internal battery was replaced to address the issue. The device was not in patient use. The manufacturer confirms the internal battery was not replaced and the device was returned unrepaired.

Event description:
The manufacturer received information alleging the internal battery was depleted on a ventilator. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.